Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open wounds and blisters under the front electrodes. There was no alleged device malfunction contributing to the irritation. The patient used a waxy hand cream. The irritation improved with the use duoderm patches recommended by the patient's nurse. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open wounds and blisters under the front electrodes. There was no alleged device malfunction contributing to the irritation. The patient used a waxy hand cream. The irritation improved with the use duoderm patches recommended by the patient's nurse.